Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the renal artery. The 6.0x18mm rx herculink elite stent delivery system (sds) was advanced over the command es guide wire however the sds became stuck on the guide wire and could not move. The sds and guide wire were removed together from the patient anatomy. An attempt was made to separate the devices outside the patient, force was applied and the sds distal shaft broke. Another herculink elite was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Correction: h6: medical device problem code 2017 removed. The device was returned for analysis. The reported material separation of the shaft was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.